Manufacturer narrative:
A device history record (DHR) review could not be conducted since the accurate lot number was not provided. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the MFR will continue to monitor and trend relating complaints.

Event description:
Alleged issue: it was reported the hospital (traumatology surgery) reported that the staplers do not close properly. The staples are ejected; opened from the staplers. No pt injury reported.